Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been hospitalized with a blood glucose of 255 mg/dl and large ketones, strong, fruity breath odor; rapid, deep breathing; shortness of breath, and vomiting. The patient was treated with IV fluids and insulin injections and remains hospitalized. During troubleshooting, customer support (cs) found that the bolus totals were discrepant by more than 5%. The basal history was correct. This complaint is being reported as the patient experienced hyperglycemia and the discrepancy in the bolus totals was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.